Event description:
Upon opening large kendall laparotomy sponges during a case, tucked inside the sponges was a piece of paper with the #30 written on it in ink. The sponge packing was intact prior to opening.